Event description:
Rec'd a report of a white speck on a lens optic. No pt impact. Rec'd info on 11/25/1998 that physician feels lens was defective and could have affected the pt's vision had the lens been implanted.